Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen approximately 58.7cm from iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen kinked and occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen and an occlusion in the inner lumen. An occlusion and an inner lumen kink can most likely caused the reported problem. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that the patient's pressure were unstable and they needed extra support recovering from a heart attack. The blockage has been cleared, but the patient was having bad reflow. The customer had tried multiple medications to help with reflow before finally resorting to intra-aortic balloon (iab) therapy. The scrub tech loaded the iab onto the guidewire, but it could not be inserted. A new iab was opened and inserted to provide therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Occupation - product and project specialist¿ strategic sourcing additional initial reporters - (B)(6), rad tech. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).